Event description:
Customer reported a clear plastic tegaderm dressing was applied to left axilla following excision of lymph nodes for breast cancer. Reported gauze dressing was applied over incision and secured with a tegaderm dressing. Reported dressing was removed after 3 days due to pain and itching. Alleged 10 days later the skin in her axilla was like a "white jelly" and started to peel away. Reported a thick layer of skin came off over a period of 30 days and area was red and raw. Reported silvadene cream was prescribed for treatment. Reported today middle portion of underarm is dry but edges are still red and raw. Stated new skin appears to be forming.

Manufacturer narrative:
Method: device not received. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.